Event description:
It was reported to baxter (B)(4), on (B)(4) 2012, that the home choice machine (hc) was in prime and the home patient (hp) was not connected to the machine. Hp stated that while in prime there seemed to be fluid coming out of the bottom of the cassette door. The technical service representative (tsr) had the hp cycle power and take the cassette out at load the set. The hp stated he did not see a leak anywhere in the cassette and he reloaded it and went through the setup and again in prime fluid started dripping from the bottom of the door. Hp stated he was going to setup with new supplies and call back if issue reoccurred. Hc was operational. There were no clinical consequences for the patient were reported

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.